Manufacturer narrative:
This report is submitted on march 01, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with topical and IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 23, 2022.

Manufacturer narrative:
Per the clinic, the patient was hospitalized in (B)(6) 2022 to be treated for skin irritation. This report is submitted on january 05, 2023.